Event description:
Updated summary: the event involved product(s) mmt-5100jd1. No product return was required for mmt-5100jd1. As per additional information the customer experienced the needle damage prior to inserting the serter.

Manufacturer narrative:
Additional information has been received regarding the product material change which was not included in the initial report. So, the correct product material has been changed from mmt-5120d1 to mmt-5100jd1 as per new additional information and updated in section d1/d2a/d2b and d4. Additional information has been received regarding the incident date change which was not included in the initial report. So, the correct incident date has been changed from 16-aug-2025 to 15-aug-2025 as per new additional information and which is updated section b3. Additional information has been received which was not included in the initial report. The information has been provided in section b5 and h6 (FDA device problem code: 2975) added with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced inserter issues. The customer reported no adverse event. The event involved product(s) mmt-5120d1. Troubleshooting was performed and confirmed that the inserter did not fire. The introducer needle did retract into the inserter after sensor insertion. No harm requiring medical intervention was reported. No product return was required for mmt-5120d1.